Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The investigation results will be provided in the final report.

Event description:
It was reported the wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy. Patient insisted on getting the ipg replaced. The patient underwent surgical intervention where the ipg was replaced with a new one restoring therapy.